Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the screen was flickering and there were strange waveforms. It was noted that there was electrical interference with the intra-aortic balloon pump (iabp), and the hard keys were "frozen". The staff was unable to do a screen reset, and the iabp was not pumping. As a result, the staff power down the iabp and back on, which resolved the issue. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the screen was flickering and there were strange waveforms. It was noted that there was electrical interference with the intra-aortic balloon pump (iabp), and the hard keys were "frozen". The staff was unable to do a screen reset, and the iabp was not pumping. As a result, the staff power down the iabp and back on, which resolved the issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). The product was not returned for investigation. The reported complaint of "display screen flickered and waveforms abnormal" is confirmed based on the video provided in the complaint. As a result, the staff powered down the pump and back on. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.